Event description:
Pt was admitted following episode of syncope. Pt had syncope associated with asystole in hosp. Permanent pacer placed. Pt had cardiac arrest 4/5/96, 4/6/96. Pacemaker failed to capture. Unsuccessful resucitation, pt expired on 4/6/96. No autopsy was done.